Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced decreased therapeutic benefit. The patient had his catheter replaced on (B)(6) 2011, following which the patient had an infection at the incision site. Symptoms of infection included redness and blistering at the back incision. The patient was hospitalized on (B)(6) 2011. The catheter was explanted on (B)(6) 2011.